Manufacturer narrative:
Serial number (B)(4) reflects the returned lot number 15j23ra. Event problem and evaluation codes reflect the retuned lot number 15j23ra. Second device return: serial number (B)(4). Device evaluated and returned 04/05/2016. (B)(4).

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported a physician attempted to perform a novasure endometrial ablation on (B)(6) 2016. The physician received several unsuccessful cavity integrity assessment (cia) tests using two disposable devices. With the second device the physician "viewed the cavity laparoscopically and could see both ends of the device array sticking out of the uterus". The device was removed and the physician "cauterized the 2 perforations". The procedure was aborted and the patient was discharged home.